Event description:
Patient injury: abrasions, bruises, investigation ongoing. Product malfunction. When tech extended the stand legs - the right leg spring appeared broken. The leg did not lock. X-ray was raised near fault. It is apparent that the xgs stand has been severely abused by the customer and that the recommended safety procedures were not followed. Pt in a wheel chair. Unit tipped and fell on the pt, then onto the floor. Broken skin guards. User is returning the stand and tube head for examination. Distributor spoke to initial rptr and told him that the pin holding ring was missing from the right leg and the pin holding ring on the left leg was stretched out of shape. Distributor asked if the user was abusing the stand. He responded that "the tech who was using this machine was an animal. He kept this stand in his car in such a way that he needed to lift it up over the trunk latch assembly." The pin holding ring could have caught on that latch as the tech was removing it from his car. Rptr was sure that the tech knew the stand was defective. He said the tech did not take proper care of the equipment. Initial rptr wants the stand and lift repaired asap and returned to health facility. Repair co states it cannot fix the stand in the state that it is in. Distributor received an order to ship the initial rptr a new stand.